Event description:
I was drawing up medication with a bd 3ml syringe with a blunt tip needle when I noticed the medication did not draw properly. Upon inspection, the plunger was misaligned and therefore could not create the suction necessary to draw up the medication. I am reporting in case there are more issues with the lot, but I was unable to find any other syringes that had improperly placed plungers like the one I am currently reporting.